Manufacturer narrative:
On march 29, 2010, a doctor reported that fifteen restorations that had been cemented with maxcem elite had de-bonded. No further details on these cases were provided and no product was returned for evaluation. In addition, the doctor did not provide the specific catalogue number or lot number used on each patient. The doctor did identify one lot of maxcem elite yellow and one lot of maxcem elite clear but could not confirm if they were used on patients. Retain samples on these two lots were evaluated for adhesive strength and the results are within specifications and acceptable for product performance. (B) (4). Retain sample evaluated.

Event description:
On march 29, 2010, a doctor reported that fifteen restorations that had been cemented using maxcem elite cement had de-bonded. This is the eleventh of fifteen reports.